Event description:
Related manufacturer reference numbers: 2017865-2021-06783, 2017865-2021-06784, 2017865-2021-06785. It was reported the asymptomatic patient presented in clinic with a systemic infection. No vegetation was observed on the leads. The system was explanted successfully. The patient was stable.

Manufacturer narrative:
Analysis was completed. No device problem found.